Manufacturer narrative:
The recipient's device will reportedly not be explanted at this time. The recipient will remain a non-user. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly been lost to follow up. Additional details regarding the recipient's pain and headaches will not be provided. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly experiencing no issues or pain. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. External equipment was exchanged and programming adjustments were made, and the recipient is able to use the device without issues. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and headaches with and without device use. The recipient is a non-user of the device. Revision surgery will be scheduled.